Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. A review of invoice history found that two modular heads were invoiced during the primary procedure on (B)(6) 2003. It is not known which modular was implanted during the primary surgery. Review of device history records for both modular heads show that the lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ the following sections could not be completed due to the part/lot information could be: catalog number - 163660, lot number - 824980, expiration date ¿ dec 31, 2010, manufacture date ¿ dec 20, 2000. Or the part/lot information could be: catalog number - 163661, lot number - 456020, expiration date ¿ oct 31, 2011, manufacture date ¿ oct 22, 2001. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2014-01967, -01970, -01972 / -01974).

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient alleges patient underwent a revision procedure of the right hip on (B)(6) 2012 and the left hip on (B)(6) 2004, due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, and metal poisoning and metallosis. Patient¿s legal counsel reports patient underwent a second right hip revision on (B)(6) 2013 due to allegations of infection. A review of invoice history confirmed the initial surgery dates for both hips and the left hip revision procedure on (B)(6) 2004; however, invoice history for both right hip revisions could not be located and it is unknown which components were removed and/or replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.